Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on proper button-pressing techniques and, although the button was still problematic, they confirmed that the pump display could be turned on. The customer reverted to an alternate method insulin therapy.